Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 980 ventilator generated a battery voltage out of range alarm. It is unknown if the patient was connected to the ventilator at the time of the event.